Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected and prevented in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus device, gastrointestinal videoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that light guide lens has foreign material attached. There was no report of patient involvement, harm, procedural delay or injury. This report is being submitted for the event found during evaluation.

Manufacturer narrative:
The device was returned as part of an annual inspection, in addition to the reportable findings documented in b5, the following nonreportable findings were; the grip and switch box have a scratch, the air water and suction cylinder have no color, the objective lens and light guide lens have a scratch, and the connecting tube has buckling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.